Manufacturer narrative:
This product is registered as a combination product. The investigation results will be provided in the final report.

Event description:
It was reported that the left ventricle lead exhibited loss of capture. The lead was explanted and replaced and the patient was discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.